Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was in the hospital loss of capture (loc) with 6 to 7 second pauses on the ventricular channel were observed while the patient was sleeping. It was noted after the pauses the patient resumes to their own rhythm in the 80 beat per minute range. Review found that the output was set to auto, with an output of 3.5 volts. The output was reprogrammed to fixed at 4 volts and the patient was monitored for an additional day in the hospital. No additional adverse patient effects were reported and the pacemaker and right ventricular (rv) lead remain in service.